Event description:
During preparation for use of the device for a cardiopulmonary bypass procedure, the user reported the roller pump was making a noise. An alternate device was employed for the procedure. The user reported the noise problem was discovered during the pre-set up equipment check, and there were no patient involvement during this event.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.